Event description:
During a right hemi colectomy, the ptfe pad of the subject device burned off after few minutes of use. There were no residuals in patient. The physician replaced the subject device with a similar device. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.